Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited no capture, and no capture was noted again following a spike in ventricular pacing. Troubleshooting of the rv lead was performed and the capture issue could not be reproduced. Therefore, the rv remains in use and the patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, only 12 minutes of data collected from (B)(6) 2014. No episodes captured. Ventricular lead impedance normal near 400 ohms.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: a3dr01 ipg implanted: 2014-(B)(6). (B)(4).